Manufacturer narrative:
The supplemental report is being submitted to provide additional information. Additional information: technical service said that the reagent solution contains a harmful chemical. Technical service advised user that if irritation persist, user needs to seek medical advise. Technical service was unable to provide the safety data sheet due to contact information being unavailable. According to package insert binaxnow covid-19 antigen self test v 3.0. Precautions: do not dip the swab into the liquid reagent or other liquid before inserting the swab into the nose. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/ contact-us or 1-800-222-1222. Instructions: a. Prepare for the test 3. Remove dropper bottle cap. Hold dropper bottle straight over top hole, not at an angle. Put 6 drops into top hole. Do not touch card with tip. B. Collect nasal sample 5. Swab both nostrils carefully as shown. Insert the entire soft tip of the swab into a nostril (usually 1/2 to 3/4 of an inch). You do not need to go deeper. C. Perform the test 6. Insert swab tip into lower hole. The product will continue to be monitored and tracked.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Please see updates: d9, g3, g4, g6 and h2. Corrections: g4 (PMA/510(k)), h8 additional information: d9.

Manufacturer narrative:
Technical services advise the consumer that reagent solution contains a harmful chemical and if irritation persist, user needs to seek medical advise. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that on (B)(6) 2021 while performing the binaxnow¿ covid-19 antigen self test he mistakenly inserted the test nasal swab with the reagent extraction solution into his nostrils. The consumer reported he forgot that he needed to insert the swab in his nostrils first before putting it in on the bottom hole. The consumer reported he obtained negative results with the binaxnow¿ covid-19 antigen self test on (B)(6) 2021. No additional patient information, including treatment and outcome, is available.